Event description:
It was reported that the patients stimulation was changing unexpectedly. The patients stimulation level started to jump sporadically which resulted to patient getting shocked. The patient was also experiencing inadequate stimulation. Reprogramming was done but was unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.